Event description:
It was reported that the patient's right ventricular lead had dislodged a few days after initial implant. During the lead repositioning procedure, it was found that the helix of the lead was over-torqued and could not be extended. The lead was explanted and replaced. The patient was stable.